Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the blood sampling valve (bsv) was faulty. The fse replaced the valve, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer generated erroneous high white blood cell (wbc) results on three patient samples. When compared to a redraw. The erroneous results were not accepted and the results of the redraw were considered correct. There was no change or affect to patient treatment in connection to the event.